Event description:
According to the complainant, while retrieving stones in the bileduct, the balloon burst. The procedure was completed with another extractor rx retrieval balloon device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as "ok".

Manufacturer narrative:
The device was returned for evaluation. The complaint was confirmed. The balloon had burst and torn away from the proximal bond. The balloon was still on the catheter with the distal bond in place. There were no defects noticed that could have caused the balloon burst. The most likely cause of the balloon burst and detachment was contact with a sharp exterior source, such as an irregular stone or contact with the distal tip of the scope upon withdrawal. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed no additional complaints reported for the same lot.